Event description:
The product complaint report shows the customer alleged the loss-of-power alarm on the 7200 ventilator failed to activate while on a pt. There was no report of any pt injury. The motherboard was replaced and the ventilator passed all its performance tests. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.